Event description:
Information was received that a smiths medical pneupac ventilators parapac is alarming high pressure.

Manufacturer narrative:
Additional information: the event reported under MFR 3012307300-2019-02255 was determined to be a duplicate of this MFR (3012307300-2019-02256). Please use MFR 3012307300-2019-02256 going forward.